Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem was confirmed during the visual inspection, a blow to the connector was detected that does not detect the dose cable. Further investigation found that the downstream occlusion (dso) seal was damaged/degraded. The connector and dso seal were replaced, and the pump passed all functional testing after the repairs. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump will not detect the dose cord. During evaluation of the returned device, it was found that the downstream occlusion (dso) seal was damaged/degraded. There was no patient involvement.